Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had a jaw liner detachment failure. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device jaws were clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not activate the instrument with the clamping jaw closed unless there is tissue present. This could damage the device jaws and cause injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device started to turn on the red light and beep and no longer work. The whole set was replaced and even then it didn't work but to no avail had to replaced it with a maryland to avoid inconvenience. No patient injury. Medtronic investigation states that the jaw liner was melted. A section had detached and was no longer present. Investigation communication states that nothing fell into the patient cavity.